Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The pdrn stated the etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The nurse has been treating the patient for the infection. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count were obtained (white blood cell count = 2957 u/l) and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) ancef and gentamicin daily for 14 days (dosages not provided). As of (B)(6) 2021, the peritoneal effluent fluid cultures remain negative for growth. The patient¿s medical team was unable to establish causality. However, the pdrn performed a home evaluation, assessing for any breaches in sterile technique and none were observed. The pdrn stated the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to undergo ccpd, utilizing the same liberty select cycler as before the events. The patient is recovering from the events.